Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold and muscle stimulation during an emergency room (ER) visit. Additional information reported that chest x-ray confirmed lv lead dislodgement. Furthermore, the device was reprogrammed to eliminate high lv pacing. No further issues were noted since. The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that this left ventricular (lv) lead was explanted for non- product experience. Additional information obtained from the field representative indicates that the hospital will return the product. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information obtained from the field representative indicates that this left ventricular (lv) lead was explanted due to diaphragmatic stimulation. This lead will be returned by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.